Manufacturer narrative:
Visual, functional and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported inflation issue was confirmed. A review of the lot history record identified one manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The balloon was ultimately sent to the sem lab for further analysis. The sem report determined the balloon failure may be attributed to mechanical damage to the outer surface. The leak was located at a fold/crease on the distal shoulder of the balloon. Mechanical damage and shredding were documented at and adjacent to the leak on the od surface. The investigation determined a potential product quality issue based on the elhr exception review, the noted pinhole in the balloon proximal to the distal balloon marker and the confirmed inflation issue during return analysis. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a non-calcified, moderately tortuous left anterior descending (lad) coronary artery. The 3.5x20 mm nc trek balloon dilatation catheter (bdc) was being used for post-dilatation; however, the balloon only partially inflated at 11 atmospheres and three inflations. Another nc trek was able to be inflated to 20 atmospheres without issue to post dilate the stent. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided. Returned device analysis identified a pinhole in the balloon.